Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: 1 x echo-3-20-c from c1281529 was returned to cirl for evaluation. Upon evaluation of the returned device the following was noted: the device was returned in its original packaging. There was no syringe returned. There was no needle exposure. The needle tip is bent at the notch. The stylet was slightly withdrawn. The bed is approximately 7mm from the tip. There was no other obvious damage. The needle can advance retract without any issue. The customer complaint is confirmed as the notch of the needle is bent this was verified in the lab. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting, possible causes may be due the user having the device in a torturous position or possibly advancing into a hard lesion causing the needle to bend. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. A review of the manufacturing records for echo-hd-3-20-c device of lot# c1281529 did not reveal any discrepancies that could have contributed to this complaint issue. From the information provided, no adverse effects to the patient have been reported as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user selected echotip procore high definition ultrasound biopsy needle for eus-fna for suspicion of pancreas cancer. The first puncture was performed without problem, but enough tissue was not collected. So the user attempted second puncture but the needle would not come out of the sheath tip. He removed the device from the patient and found the needle tip was kinked. He replaced it with the different biopsy needle to complete the procedure. The user commented as below: the stylet was fully inserted to the needle tip for the first and the second puncture. The needle tip was not kinked after the first puncture. At the second puncture, I adjusted the scope angle as the sheath was out of the scope several times but I didn't do them forcibly. The length of the sheath which was out of the scope was not short.